Manufacturer narrative:
This report is for two (2) unknown locking screws. Part#, lot# and UDI # is not available. Partial part number: 202.8xx where x denotes unknown number. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown locking screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 a patient underwent a revision surgery of the right scapula for failed fixation and loss of anatomic reduction, due to patient compliance. There was no report of malfunction with any of the devices. A locking compression plate 6 holes, lcp reconstruction plate 8 holes, two (2) 3.5mm unknown locking screws, nine (9) 3.5mm unknown cortex screws and one (1) 2.7mm unknown cortex screw were removed. Bone loss required fibular strut allograft placement and infuse bone morphogenetic proteins (bmp). During revision, patient was implanted with new fixation. Original implant date is unknown, less than one year prior to the revision surgery. The plates were intentionally bent or contoured during initial implantation. Surgical delay is unknown. Procedure was successfully completed, and patient outcome was as planned. This report is for two (2) unknown locking screws. This is report 5 of 5 for (B)(4).

Event description:
It was further reported that during revision, patient was implanted with following fixation: a lcp superior clavicle plates, a variable angle lcp lateral anterior clavicle plates, two (2) 2.7 mm locking screws 8mm, a 2.7 mm locking screws 10mm, two (2) 2.7 mm locking screws 12mm, 2.7 mm variable locking screws 10mm, 2.7 mm variable locking screws 22mm, 3.5 mm locking screws 16mm, two (2) 3.5 mm locking screws 18mm, 3.5 mm locking screws 22mm, 3.5mm cortex screws 18mm, and 3.5mm cortex screws 28mm.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.